Event description:
It was reported that during an implant attempt, the left ventricular lead caused diaphragmatic stimulation. It was also reported that there was poor venous anatomy. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Primary analysis revealed no anomalies. It was noted that all conductors had blood/body fluid (not obstructed).